Event description:
It was reported that the device was used during a laparoscopic tubal ligation. It was reported by the rep that the plastic inner gasket came apart from the trocar during the procedure. There was no consequence to the pt.